Manufacturer narrative:
A ge svc rep performed an onsite investigation. The battery charger board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an intermittent battery charger fail error message. Further investigation determined that the system would not boot up at all. There is no report of pt injury associated with this event.